Event description:
Patient reported left side nodule, recall, capsular contracture baker grade unknown and granuloma. Health care professional later confirmed left side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, capsular contracture baker grade IV, lump nodule.